Event description:
Additional reported information indicated that the patient's nursing home staff did not schedule a refill. The patient experienced rebound spasticity and a fever. A dose reduction was done. The patient outcome was reported as non-serious injury/illness. It was also reported that the patient's pump was explanted for end of life.

Event description:
It was reported that the patient missed a refill. The healthcare provider (hcp) noticed the patient had missed their appointment and was "guess" that the pump was "completely" empty. It was noted that the hcp was not aware of any symptoms and then noted that the patient was "sick", there were no symptoms noted. It was unclear if the patient being "sick" was related to the device. The system was used to infuse lioresal.

Manufacturer narrative:
Analysis of the pump found no significant anomalies. The pump passed all non-destructive lab testing. There was no complaint against the pump. It was returned for disposal only. There was a motor stall recovery in the logs. A motor stall recovery was an indication that in the pump's life there was at one time a motor stall and then recovery. After doing destructive analysis it was found nothing significant that may cause the motor stall. This pump also had a normal eri occurred.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Concomitant medical products: catheter: model 8703w, lot# l40842, implanted: (B)(6) 1997. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.